Manufacturer narrative:
This is the final report.

Event description:
The pt reported feeling uncomfortable stimulation. During device evaluation, an advanced bionics rep noted charging irregularities. Replacement of the device has been recommended. The pt has decided against explant and is receiving benefit from the device.